Event description:
A report was received that the patent was experiencing loss of appetite ever since being implanted. It was discovered that the patient had an infection at the incision site. The patient was prescribed antibiotics, however, she was still experiencing redness, pain and swelling at the pocket site. In 2009, the patient was explanted.